Event description:
It was reported that insulin gauge displayed amount different than expected and that fill estimate on pump appeared static even while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received explanation that this behavior could occur when measured pressures used to estimate remaining insulin varied greatly, and was informed that fill estimate would resume counting down once actual insulin volume matched static displayed value; customer understood and acknowledged information, and no further action was taken.